Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pelvic infection ("infection (other) describe: pelvic"), menorrhagia ("abnormal bleeding (menorrhagia), heavy menses") and genital haemorrhage ("abnormal bleeding") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, vaginal high grade squamous intraepithelial lesion, mass, vaginitis, menstrual cramp, uterine enlargement, bladder discomfort, abdominal discomfort, uterine myomatosis and uterine myomatosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 9 days after insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine leiomyoma ("fibroid uterus") with uterine pain and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) to remove the essure implant), surgery and surgery (novasure endometrial ablation in (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic infection, genital haemorrhage, inflammation, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, vaginal discharge, weight increased, uterine leiomyoma and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered alopecia, bladder disorder, device dislocation, fatigue, genital haemorrhage, inflammation, menorrhagia, pelvic infection, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three coils were present in the uterine cavity on the right. Six coils were present in the endometrial cavity on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan - in (B)(6) 2013: fibroid uterus concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, uterine leiomyoma, inflammation most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: FDA code updated. Reporter, medical history, concomitant medication, concomitant drug and updated event onset dates. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pelvic infection ("infection (other) describe: pelvic"), menorrhagia ("abnormal bleeding (menorrhagia), heavy menses") and genital haemorrhage ("abnormal bleeding") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included morbid obesity, vaginal high grade squamous intraepithelial lesion, mass, vaginitis, menstrual cramp, uterine enlargement, bladder discomfort, abdominal discomfort, uterine myomatosis and uterine myomatosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 9 days after insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine leiomyoma ("fibroid uterus") with uterine pain and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) to remove the essure implant), surgery and surgery (novasure endometrial ablation in (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic infection, genital haemorrhage, inflammation, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, vaginal discharge, weight increased, uterine leiomyoma and alopecia outcome was unknown and the menorrhagia had resolved. The reporter considered alopecia, bladder disorder, device dislocation, fatigue, genital haemorrhage, inflammation, menorrhagia, pelvic infection, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three coils were present in the uterine cavity on the right. Six coils were present in the endometrial cavity on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound scan - in (B)(6) 2013: fibroid uterus . Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia, uterine leiomyoma, inflammation . Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, concomitant disease, new events pelvic infection, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, vaginal discharge, weight increased, uterine pain and uterine leiomyoma added. Outcome for the event menorrhagia updated to recovered / resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation") and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, inflammation and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, inflammation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.